Manufacturer narrative:
After filling up the two actual returned items with purified water and closing the three-way stopcock on the downstream side of the roll clamp and filter, droplets from the tip of the lure lock are not allowed. Therefore, it was impossible to reproduce the event of the complaint. Since the abnormality was not recognized in this product, this event was presumed to have caused leakage due to the fact that the three-way stopcock at the bottom of the filter was not closed with the luer lock tip at the lower position than the filter. In the state where the roll clamp is closed, when the luer lock tip is lower than the filter, the filter part and the downstream side liquid are discharged by the air vent (filter) air function. Atom medical found no anomaly on DHR.

Event description:
It was reported that a IV set/j/60drop/2cq/f/sb/50cm had leakage from the tip of the route. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a IV set/j/60drop/2cq/f/sb/50cm had leakage from the tip of the route. There was no report of exposure, serious injury or medical intervention.